Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose at time of incident was 220 mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. Customer was advised to run manual prime to at least 5.0 units. The customer stated the pump did not alarm no delivery with manual prime. Customer was advised that changing reservoir resolved the issue. The customer was advised to return reservoir and infusion sets. The customer was advised that we are sending replacement infusion sets and reservoirs.